Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The field service engineer (fse) found the tip of the monopolar curved scissors (mcs) instrument broken at the distal tip. The system was tested and verified as ready for use. Isi received a da vinci product involved with this complaint to perform failure analysis. The mcs was analyzed and found to have the tube adapter at the distal end damaged. The tube adapter exhibited a broken piece measuring roughly 0.065" x 0.113" in length that was not returned with the instrument. The damage resulted in the mcs tip being unable to be installed securely into the tube adapter. The complaint was confirmed based on failure analysis.

Event description:
It was reported that during central processing, the monopolar curved scissors (mcs) instrument was broken at the distal tip. There was no report of patient involvement.